Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for non-sustained lead noise episode. Mismatch between the near-field and the far-field channel resulted in incorrect diagnosis of non-sustained lead noise episodes. Programming change was recommended and patient will be monitored.